Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06494. It was reported that a patient presented to the emergency room after receiving high voltage shocks. Upon review, the implantable cardioverter defibrillator had provided inappropriate therapy during an episode of atrial fibrillation with rapid ventricular response. The right ventricular lead also exhibited high capture thresholds. Fluoroscopy performed on (B)(6) 2019 revealed lead dislodgement. Programming changes were made and the lead was repositioned on (B)(6) 2019. The patient was in stable condition.